Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow buttons had intermittent sticking and response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas on (B)(4) 2013 but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. A test screen was inserted and was found to function properly.